Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a steerable guide catheter leak, noted before patient use. (B)(6). It was reported that on (B)(6) 2024, the patient presented with tricuspid regurgitation (tr) grade 5, with a right ventricular lead at the posterior-septal commissure, interfering leaflet closure. Reportedly, there may be adhesion with the subvalvular apparatus. The tr jet is around the lead and anterior to the lead, along with a long and prominent ridge interacting with the right atrium. Before patient use, the triclip steerable guide catheter valve was leaking, and a loss of fluid column occurred. Reportedly, the device did not enter in the patients anatomy. There was no patient involvement. Another tsgc was successfully used in replacement. One xtw triclip was successfully delivered and deployed, reducing the tr to moderate, grade 2. On (B)(6) 2024, the discharge echocardiogram noted tr grade 4. Per physician, the tr grade 4 was unrelated to the implanted triclip. There was no malfunction and no injury associated with the triclip.

Manufacturer narrative:
All available information was investigated, and the reported leak and loss of fluid column were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported leak and loss of fluid column were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.